Event description:
The customer reported they are not seeing annotations when they are viewing previous images. There was no reported patient injury associated with this event.

Manufacturer narrative:
A follow-up report will be submitted when the investigation is complete. (B)(4).